Event description:
It was reported that, noise resulting in oversensing was noted on the right ventricular (RV) lead. RV lead damage was suspected but this was not confirmed. X-ray imaging was performed; no anomalies were noted. The RV lead was capped and replaced to resolve this event. No patient consequences were reported.